Event description:
It was reported that the insulin pump has a black circle on display. Customer is leaving for a trip and will use the old device for back up. The insulin pump alarmed. The blood glucose reading is 220 mg/dl. Customer treated with insulin pump. During troubleshooting, the customer was advised that the basal settings are too high. The device has not been used in an extended period of time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.